Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The physician replaced the ipg and the patient is reportedly doing well.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to difficulty charging. The physician replaced the ipg and the patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device analysis did not confirm the complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate of 6mv per day, with stimulation switched off, which is within the expected range. Device exhibits normal charging and discharging characteristics.